Event description:
(B) (6). Same case as 2134265-2010-01127. It was reported that during a carotid artery stenting procedure, the patient experienced bradycardia and hypotension. The target lesion was located in the left proximal internal carotid artery with 80% stenosis, a length of 7.8 mm, and a reference vessel diameter of 4.0 mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 20%. The site reported that the patient experienced bradycardia and hypotension during the index procedure. The patient was treated with IV fluid boluses and medication. The events were resolved without residual effects the next day and the patient was discharged.

Manufacturer narrative:
Device evaluated by manufacturer:the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)